Event description:
It was reported that pump screen was broken unreadable, and unresponsive. There was no reported impact to the customer¿s blood glucose level. Customer arranged for device return, and replacement pump was provided by distributor, with no further information available about additional actions or outcomes.